Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had both the charge pak and attention icons present on the readiness display. It was also observed that there was no charge pak assembly installed in the device. Upon further examination, the customer advised that the unit would only power on briefly, before powering off by itself. There was no patient use associated with the reported event.